Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 91 mg/dl, 590 mg/dl, and 160 mg/dl. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No high blood symptoms reported. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549608, expiration date 4/30/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.